Manufacturer narrative:
Supplemental medwatch created as the customer clarified the implant was not a tsvt4b10 but actually is a tsvtwb10. Implantation date and patient ID also provided.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable, instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported device was located on tooth site #3 (universal) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: contraindications, warnings, changes in performance, adverse effects, DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: a complaint history review by item number was conducted for the (tsvtwb10) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event (keywords used: damaged threads). Post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional damaged threads) or product (tsvtwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction and the reported event could not be verified since, the product was not returned.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Event date is unknown. Lot number not provided. Device manufacturing date is unknown.

Event description:
It was reported that the internal implant threads were damaged during a clinical procedure. Customer requested the rethreading tool to rethread the threads of the implant which remains implanted. Tooth #3.